Manufacturer narrative:
Additional information is provided in sections d.10, g.1, g.2, h.3, h.6 and h.10. Five opened knife samples and one practice eye were received for the report of metal shavings having been seen in the eye. Three knives were received in blade protector trays and two knives were received loose in blisters. The returned samples were visually inspected and were found to be conforming. The blade protector trays returned with sample numbers 1-3 were also visually inspected for metal particulate and no metal particles were found on the blade protector trays. The returned practice eye and one of each of the returned opened knives from qs1409645 and one knife from related qs1405070 were sent for analysis. The exterior of the practice eye was analyzed for metal particles and numerous metal particles were found. One representative metal particle was analyzed using sem/eds and was determined to be a titanium based alloy. An evaluation of the interior of the practice eye and the slits made in the eye found no metal particles. Each of the knives from qs1409645 and one from related qs1405070 were also analyzed using sem/eds which determined that neither knife contained titanium in their composition as both were iron based alloys (stainless steel). No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. The returned knife samples were found to be visually conforming and the chemical composition of the metallic particles found in the returned practice eye did not match the chemical composition of the returned knives. Titanium is not a material that is used in the cutting instrument manufacturing process or in the packaging process of the cutting instruments. How and when titanium alloy particles were introduced to the practice eye cannot not be determined from the evaluation performed. Therefore, metal particles as described in the complaint were not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned knives were manufactured to specifications and a root cause for the titanium alloy particles found in the practice eye was not determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. This is the second of two reports from this reporter. (B)(4).

Event description:
A health professional reported that knives were used during multiple patient procedures after which metal particles were noted inside of the patient's eye. Patient impact information is unknown. Additional information has been requested.